Event description:
It was reported that a decrease in the pts hearing performance was noticed by the guardian since (B)(6) 2013. Problems of external devices are excluded and history of head trauma is denied by guardians. Pt has been re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.